Event description:
Related manufacturer reference number: 3006705815-2022-01315. Related manufacturer reference number: 3006705815-2022-01316. It was reported that the ipg was unable to enter MRI mode. System diagnostics recorded high impedances on both leads. As a result, surgical intervention was undertaken wherein the entire system was explanted to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.